Event description:
The customer reported that the unit failed to power on.

Manufacturer narrative:
The customer reported that the unit failed to power on. The unit was evaluated at philips, and an intermittent failure to power on was confirmed. Replacing the control pca resolved the issue.